Event description:
Ten days post index procedure, the patient complaint of unstable angina. A coronary angiography was done, and it revealed a small type a dissection distal to the cypher stent that had been initially implanted in the left coronary artery. It was also noted that there was 30% non-significant stenosis. A 2.5 x 13mm cypher select plus stent was placed to treat the stenosis. It was overlapping the initially implanted stent. The patient's main indication for intervention was a previous q-wave myocardial infarction. The patient had a lesion in the mid left anterior descending branch and first diagonal. The lesion was type b2, de novo, concentric and bifurcated. The lesion was 16mm in length and the vessel diameter was 3mm. In 2007, the patient had a 2.75 x 18mm cypher select plus stent implanted in the target lesion at 14 atms. The patient's medications include the following: aspirin (pre, intra and post procedure), clopidogrel (pre, intra and post procedure), statins (pre and post procedure), beta-blockers (pre and post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.